Event description:
It was reported that, an 840 ventilator was alarming with patient disconnect message while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Customer reported that the ventilator had failed extended self test (est) this was after the patient event. (Failed first est due to being run with patient circuit ). Ran est, sst (short self test), set up for patient and got re-connection as normal, unable to duplicate the alleged malfunction.